Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 30ga 1/2in uf 10bag 500cs experienced stopper deformation and an inability or difficulty aspiration. Product defects noted during use. The following information was provided by the initial reporter: material no.: 328431 batch no.: 8318862. Verbatim: received voicemail from consumer regarding issue with syringe. Stopper is positioned at an angle, making it difficult for her to draw correct dosage for cat. Attempted to draw but could not finish incident date: (B)(6) 2019, expiration date: 2023-10-31.

Manufacturer narrative:
Investigation summary: customer returned three (3) 30g x 12.7mm, 0.3ml bd insulin syringes in open polybags from lot 8318862. Consumer reported stopper is positioned at an angle, making it difficult for her to draw correct dosage¿ attempted to draw but could not finish. All three returned syringes were examined, and it was observed that two of the syringes exhibited disfigured stoppers. The syringe that did not have a disfigured stopper was tested for flow using water, and was able to draw and expel properly. The disfigured stoppers would be the cause for the customer¿s difficulty with drawing medication with the syringes. A review of the device history record was completed for batch# 8318862. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (disfigured stopper). As per investigation completed by manufacturing, "on 16 oct 2019, (B)(4) received (3) 30g x 12.7mm, 0.3ml bd insulin syringes in open polybags from lot 8318862. A visual evaluation of the photos was performed finding the stopper smeared on the inside of the barrel on (2) samples. (1) sample exhibited no obvious manufacturing defects. Breakout and sustaining testing was completed on the returned samples on gauge 12866, all samples were within the specified limits. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: air bubbles in the silicone lines. Corrective action: maintenance dispatch #45046 was created during the time of manufacturing for this batch. The silicone guns were purged to remove the air bubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the syringe 0.3ml 30ga 1/2in uf 10bag 500cs experienced stopper deformation and an inability or difficulty aspiration. Product defects noted during use. The following information was provided by the initial reporter: material no.: 328431 batch no.: 8318862. Verbatim: received voicemail from consumer regarding issue with syringe. Stopper is positioned at an angle, making it difficult for her to draw correct dosage for cat. Attempted to draw but could not finish. Incident date: (B)(6) 2019. Expiration date: 2023-10-31.